Event description:
It has been reported to philips that display was not functioning. The device was inside clinical use at the time of the event. No patient harm was reported. A philips service engineer inspected the system on site. A fuse was replaced which returned the device to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that display was not functioning. Fse inspected the system on-site and confirmed the reported issue. Upon trouble shooting action the fse checked the power supply and found the fuse was defective. Review of the system log files showed voltage error on output 12v1, starting at 07:59:23. Fse replaced the fuse then system got fixed. After replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.